Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's daughter called lfs and alleged that the meter was reading inaccurately low. The pt obtained two results of 5- something and 72 mg/dl. The pt also tested on a pharmacy's meter and obtained a result of 105 mg/dl. She was feeling light headed and sleepy. She was taken t othe hospital and was treated for an infection. No treatment for her blood glucose. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip and for cleaning the puncture site were correct. The pt was not cleaning the meter correctly. The pt performed a couple of check strip tests, both failed. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.